Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was found to have a faulty downstream occlusion (dso) sensor. The cause of the customer reported problem was the faulty dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was in good physical condition. The manufacturer representative replaced the dso sensor, dso bezel, and dso seal.

Event description:
It was reported that there was cassette fault. There was unknown patient involvement.